Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller is with a pain clinic that may take the pt on for their stimulator but at this time is working with pt for pain management. The pt states that he is not getting benefit from his stimulator (pt not with the caller) and the reason for the call is to reach a rep to come to the clinic to reprogram the pt. Caller unsure when the issue started for certain. Technical services provided nas number. Additional information received. Patient reported they were confused. Unit would not charged at hospital. Patient reported they were hospitalized which was the cause of not getting therapy. Patient will be calling rep now that they are back at home. Additional information was received from the patient. Patient reported battery replacement.